Event description:
A nurse reported the intraocular lens (iol) haptic distorted during the initial surgery. The incision was enlarged and the iol removed during the same surgery, no patient injury.

Manufacturer narrative:
The lens has not yet been received for analysis. Prior to release to the market the iol met all manufacturing specifications. Additional information will be submitted following analysis of the iol if received.